Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint of "will not hold clip properly". The instrument was found to have a loose grip cable at the distal end. Due to the loose grip cable, the instrument failed to hold the clip. A result, the instrument failed the clip test. The root cause of this failure is attributed to component failure. Additionally, the instrument was found to have corrosion on one or more clamping pulleys in the back end. The root cause of corroded/contaminated instrument clamping pulleys is typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques. The instrument also had degradation on the surface of the main tube. The root cause of degradation instrument main tube is typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques. A review of the instrument log for the large hem-o-lok clip applier (part# 470230-12 / lot# n10190607 / sequence# 0019) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 on system serial#(B)(4) with 30 uses remaining. Based on this review, the instrument was not used in the reported event date or in any subsequent procedure(s) after its last used. There was no image or video clip submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported during a da vinci-assisted surgical procedure, the instrument would not hold the clips. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.